Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s father reported via phone call that the buttons of insulin pump was not working also receive battery out limit alarm. Customer's blood glucose level was 170 mg/dl and 180 mg/dl. Customer stated that they replaced the battery and the alert that said battery out for 5 minutes and none of the buttons worked. Customer stated that due to button issue they left battery out of the insulin pump for a while and then re-inserted it and insulin pump still wouldn't work. Customer stated they were unable to clear the battery out limit alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent bolus express button response due to corroded keypad traces. Device passed operating currents, self-test, a21 error tes and displacement test. No unexpected battery out limit alarm noted during testing.